Event description:
Device was implanted (B)(6), 2008. On or around the (B)(6), began the migraine type headaches and severe hemorrhaging. Thereafter came the severe bloating, sharp right and left-sided stabbing pains, hair loss, acne issues, multiple utis and bladder infections, loss of sex drive, pain during foreplay and onset of sex, bleeding after intercourse, gluten intolerance, bowel issues, massive weight gain, etc. (B)(4).